Manufacturer narrative:
Results eval: the investigation into this event is limited as the event sample was destroyed. Investigation was therefore limited to the following sources of info: the product instruction for use leaflet. The complaint incident report form. Complaints history for this product. A review of the complaints history confirmed this to be the first complaint on the possible two reported lot numbers. Though there have been other reports for cuff deflation on this product code in the past five yrs, these are historical and does not indicate a systematic failure during MFR, especially when compared with sales of numbers annually. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this line. Root cause: it is not possible to assign a definitive root cause from this complaint. It is stated that the product was tested prior to use in accordance with the product instructions and it is not known the amount of time the device was in place. History of this type of report shows it is likely an issue of the cuff became damaged following inflation of the product cuff resulting in the cuff deflation. Though these products are designed to be as robust as functionally possible, deflation of the product cuff on the pt anatomy can be experienced. This report has been logged for trending.